Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Suspect device was returned and replacement sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.